Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging there were black marks on her onetouch ping meter display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged display issue was discovered on the afternoon of (B)(6), 2010. Approximately 5 or 10 minutes prior to when the alleged issue started, the patient claimed she was feeling shaky and sweaty. It is not known what treatment, if any, the patient received in response to the symptoms she was having. However, the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted that there was no known trauma to the subject meter. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient reportedly was symptomatic prior to when the alleged display issue was discovered. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported because the alleged issue remained unresolved.

Event description:
This report is related to MDR # 2939204-2010-00658, 2134265-2010-02350, 2939204-2010-00660 and 2134265-2010-02349. Following angioplasty and the stent placement, a followup angiogram revealed a focal area of narrowing at the left vertebrobasilar junction due to a vasospasm, which has not been treated. The patient died 13 days post procedure due to the presenting acute stroke. There was no relationship of the patient outcome of death to the devices used for the procedure.

Event description:
The customer's husband reported that on (B) (6) 2010, he tested the customer's blood glucose at 7:54 a.m. And her precision xtra meter showed a reading of 79 mg/dl. It was also reported the customer obtained a reading of 78 mg/dl at 8:00 a.m. And she thought the meter was reading lower than she felt. Although it was reported the customer took insulin to counteract the event, it is unknown the time she took insulin. Approximately half-hour later, the customer's husband found the customer on the floor. The customer was reportedly conscious, but she could not stand up by herself. The customer's husband reported the customer was incoherent and dragging her right leg. The customer's husband took the customer to a hospital where she was reportedly diagnosed with hyperglycemia and treated with insulin and intravenous fluids. The customer's husband also reported the customer remained hospitalized for a approximately a couple of days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
The reported strip lot was not returned back for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. In addition, the "evaluation codes" have been populated. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.